Event description:
During robotic supracervical hysterectomy procedure, from trendelenberg with camera, the bed started to move to a flat position with trocar and instruments inside the patient's abdomen. The trocar disengaged. There was no injury noted to the patient. The procedure was continued after the bed was repositioned and secured.